Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: 1.1, lab: 2.8, mean: 1.95, confidence limits: 1.3-2.7. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are outside the confidence limits for inr testing. Products will be tested. Per text "reporter had to be paged and could not provide lot# at the time of the call." Insufficient information available. Customer could not provide lot number when asked for it. No further testing can be performed.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2007, inratio: 1.1, lab: 2.8.